Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The visual inspection concluded the fiber was received in one piece; there were no defects on fiber body. Microscopic evaluation of the fiber tip identified that it was degraded and that the fiber jacket was pushed back. There was light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the that the connector presented burn marks. The fiber was functionally tested, and results affirmed the aiming beam was dim. A console review identified error 67, indicating that the treatment had expired. Records showed that one treatment had been used, and that there were zero treatments remaining. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions that inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement; and, hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the reported allegation of fiber-stopped working and connector fracture were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The distorted or absent light output observed at the connector is consistent with an internal connector fracture. Such fractures can occur during fiber handling, setup, or use and may result in a weak aiming beam, reduced laser energy output, or complete failure of the fiber to fire. Additionally, the interaction between a fractured connector and the console may have generated the reported noise and contributed to overheating, resulting in the burn marks observed on the connector face. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as an expected or random failure was identified without any design or manufacturing issue.

Event description:
It was reported that during a flexible ureteroscopy (urs) procedure, the surgeon heard a crackling sound coming from the laser unit at the start of the intervention. He immediately stopped and replaced the fiber with another unit of the same model. The procedure continued and was completed without any patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered. Analysis of the returned device identified a connector fractured.